Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
A loss of therapeutic effect was reported. There was no incident related to the event. The pt was in extreme pain. He stated that the healthcare professional informed him the lead was broken. The healthcare professional stated the pt was last seen in 2007 and was unaware of the event. Device tracking system shows the generator was replaced. The leads and extensions appear active to date.